Event description:
Information received with return of the device does not address the patient's clinical status but notes that when interrogated at implant, the device exhibited dashes (---) for several parameters.